Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer was advised to use energizer (B)(6) alkaline battery. Customer was advised to clear the alarm with esc and act. Customer was advised we will send replacement battery cap and monitor the pump. Customer was advised to revert to backup plan until replacement cap arrives.